Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted into the patient's eye and observed a crack on lens. The lens was explanted and inserted a new lens in the initial procedure. Additional information has been received and stated that, there was no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).